Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the customer reported that the half-height cubie drawer 2.1 was not opening. A field service engineer arrived at the location, and no issue was found with drawer 2.1. However, the matrix drawer 6 was not opening and was not detected on the bus. Inspection of the back panel revealed that all led lights were on, and the pyxibus cable was not properly seated. The cable was reseated, resolving the issue. The matrix drawer was tested using the diagnostics tool, and the customer was able to open and perform inventory operations without any further issues reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer was failed to recover. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.